Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to weakness at the reservoir tubing to the pump caused a leak. Doctor indicated previous implant was placed 9 years ago. Additional information stated that the fluid loss was at the weakness at the pump tubing junction.